Event description:
It was reported that, the helium fill manifold assembly of the cardiosave intra-aortic balloon pump (iabp) was found to have one of the cables on the new assembly to be loose at the k1 valve, resulting in a non-functional helium exhaust.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the helium fill manifold assembly of the cardiosave intra-aortic balloon pump (iabp) was found to have one of the cables on the new assembly to be loose at the k1 valve, resulting in a non-functional helium exhaust. No harm to the patient.

Manufacturer narrative:
Updated field: b4, d8, d9, e1(event site email), (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes ), h11. No further information was provided. If any further information is provided, the investigation will be reopened and processed accordingly. The failure analysis and testing dept. Received part helium fill manifold assy. With a reported unit failure of one of the cables was found to be loose at the k1 valve. The failure analysis and testing dept. Performed a visual inspection and found that parts were removed from the assembly. The failure analysis and testing dept. Cannot investigate this part any further due to having parts removed from the assembly. Retaining the part in the fat dept. Per procedure number 0002-07-d008 rev.as. Probable root cause is impossible to define.